Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier involved with this complaint. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the instrument associated with this event was attempted. However, the search did not return any results for the instrument's usage history. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was not retrieved. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. E insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier had a misfire. The clip broke off and part of it fell into the patient. To the reporter¿s knowledge, the site was not able to retrieve it. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that they only retrieved part of the clip from the patient and the other half was lost inside the patient. The customer was not aware if the patient had returned to the hospital or what action had been taken to retrieve the fragment. There was a delay trying to locate the fragment, but the customer was not sure how long. Patient information was requested, but not received.